Manufacturer narrative:
Date sent: 03/06/2008. Info is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that during a cholecystectomy procedure that scissoring occurred. Another like device was used. There was no pt consequence.